Manufacturer narrative:
Evaluation of the returned catheter revealed no issue with the catheter. The catheter functioned as intended. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. In addition, no catheter kink in the balloons and shaft were noted. Functional testing was performed and the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized up to 100 psi and the pressure was observed for one minute without any leak. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for catheter with lot number 70274.

Event description:
As reported during patient use, approximately between 1.5 to 2 hours after the catheter was placed, it was observed that the red pinwheel of the catheter tubing was not spinning. Customer checked for kink tubing's and found nothing. The console was placed on standby, tubing and catheter were disconnected and manual priming was performed. The ns filled slip tip syringe was attempted to flush however was not successful. Customer stated that the doctor checked if the sutures were too tight, loosened it however, the issue was not resolved. The catheter was removed and appeared to be kinked however, no leak observed. Treatment continued using the as pads. No further information provided. No patient harm or consequence reported.